Manufacturer narrative:
Product complaint # (B)(4). The product has been returned for evaluation and testing; however, the engineering evaluation has not been completed. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Section b5: additional information received on 07-dec-2023 indicated that there was no procedural delays due to the event. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.

Manufacturer narrative:
Product complaint # (B)(4). Information regarding patient weight, height, medical history, race, and ethnicity was not reported. Section h3 - the device is available to be returned for evaluation and testing. However, it has not been received to date as indicated as ¿other¿ in this section as the reason for non-evaluation. If the device returns, a device investigation will be performed. Missing information from this report is identified as blank. This information was not provided in the reported event or available at the time of report submission. The company is seeking this information through the event investigation. This report is being submitted pursuant to the provisions of 21 cfr, part 803 (and/or part 4, as applicable). This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This is one of two products involved with the complaint and the associated manufacturer report numbers are 3008114965-2023-00928.

Event description:
As reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219136) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31085108) and could not pass through the microcatheter (mc). The physician retracted the stent and tried to deliver it again, but the stent was with the same issue. The doctor removed the microcatheter and stent from patient and switched new devices to complete the surgery. There was no patient injury reported. No additional information is available.

Manufacturer narrative:
Product complaint # (B)(4). Complaint conclusion: as reported by the field, during a stent assist coil embolization, an enterprise2 4mmx23mm intracranial stent (encr402312, 8219136) became impeded in distal end of a prowler select plus 150/5cm microcatheter (606s255x, 31085108) and could not pass through the microcatheter (mc). The physician retracted the stent and tried to deliver it again, but the stent was with the same issue. The doctor removed the microcatheter and stent from patient and switched new devices to complete the surgery. There was no patient injury reported. No additional information is available. Additional information received on 07-dec-2023 indicated that there was no procedural delays due to the event. A non-sterile 4mm x 23mm enterprise¿ 2 vascular reconstruction device was received contained in the decontamination pouch. Upon receiving the device, visual inspection was performed, and it was noted that the stent was still attached to the delivery wire inside the introducer. No apparent damages were observed. Microscopic inspection was performed, and no damages were observed on the stent, nor on the introducer or delivery wire components. The stent was advanced through the involved prowler select plus 150/5cm, and it reached the distal end without noticeable resistance. The delivery wire and introducer components were neither damaged during or after the functional testing. The issue regarding the stent component being impeded in the distal section of the microcatheter was not confirmed, since no product defect was identified. There may have been other factors that contributed to the failure encountered during the procedure that could not be replicated in the laboratory setting. There is no indication that the issue reported in the complaint results from a defect inherently related to the device. Lake region medical did review the device history records relative to the manufacturing, inspecting, and packaging of the lot 8219136. The history records indicate this product was final inspection tested at lake region medical and was determined to be acceptable. As part of the cerenovus quality process, all devices are manufactured, inspected, and released to approved specifications. Since no product defect was identified, no CAPA activity is required at this time. The instructions for use (IFU) do contain the following recommendations: if resistance is met during manipulation, determine the cause of resistance before proceeding. Do not apply undue force if resistance is encountered at any point during stent manipulation. Withdraw the unit and advance a new one. As part of the post market surveillance program, information from this complaint is trended to identify statistical signals for consideration of further correction action. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A supplemental report will be submitted if new facts arise which materially alter information submitted in a previous MDR report.